Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including stressing with known good test circuit and o2 supply without duplicating the report. An internal inspection resulted in no findings. The ribbon cable from the power interface module (pim) to central processing unit (cpu) was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.